Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
As reported, the device would not properly pack. However, upon eval of the returned device, it was noted that stent fragments of an unk make and model were stuck in the tip assembly housing window. No injury to the pt reported.